Event description:
This event was reported as valve explanted after 7 months due to aortic valve endocarditis. Infection was methicillin resistant staphylococcus aureus (from a blood borne pathogen). No further info was provided.